Event description:
The patient underwent total hip replacement in 2002. In the following-up exam in 2004, some foreign substances were found by x-rays. They seem to be ball bearing from the trident insert impactor. The foreign substances are still in the patient.